Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the detachable needle was loose and separated from the bd integra" syringe, wasting half a dose of covid vaccine. Additionally, another syringes needle would not retract when the button was pressed and had to be pulled out. The following information was provided by the initial reporter: "I was getting vaccinated at the park superstation, which is I believe run for covid vaccinations, and my nurse was telling me that today, saturday (B)(6), she experienced two quality issues with the bd integra syringe. The details she provided me are below: needle not screwed on: the needle wasnt properly screwed on and during a dosage the needle popped off and wasted half of a dose of the vaccine. She had to re-vaccinate the patient. She caught this another time prior to injection for a separate patient. She informed me that other nurses have seen the needle not retracting until it gets pulled out. (I.e. They push the button and needle doesnt retract when push the button)."